Event description:
Patients report an increase in floaters in the eye for four weeks after receiving intravitreal injection of avastin. Doctor finds a small silicon bubble in the eye that received the intravitreal injection of avastin four weeks ago. Avastin is manufactured by (B)(4) and the bottle of avastin is then sent to (B)(6) who compounds the drug into individually disposable syringes/needles, which are manufactured by (B)(4). Doctor identifies that the silicone bubble in patient's eye is due to the possible change of manufacturing techniques of the compounder or the syringes/needles. The silicone bubble is also causing an crease amount of floaters in the patient's eyes. We are temporarily switching to glass syringes to prevent the problem from occurring.